Event description:
Initial deployment of the main body graft was noted to have positioning in relation to the renal arteries. Some calcification was present in the iliac arteries and the aorta, but did not appear to have any affect upon the sealing of the graft during the first angiogram. After deployment of the iliac leg grafts, and the molding of the graft at the junction and sealing sites, the second angiogram noted a notch in the graft material from which a stream of contrast was viewed mid-way down the graft. A main body extension was deployed within the graft at the location of the type iii endoleak, providing coverage at the site of the leak. No endoleak presence was viewed during the final angiogram. Procedure was deemed successful.